Event description:
Patient reports right side capsular contracture. Additionally, healthcare professional reports the capsular contracture is baker grade IV, and there are undulations, "pain" , "became aware through tv news and internet reports, that the manufacturer of the breast implants allergan, made a ¿recall¿ and "extremely distressed, cannot sleep properly. This situation clearly shaken the routine, since is very concerned". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports event for the contralateral side, later confirmed by physician as capsular contracture, baker grade IV, and there are undulations. The device remains implanted.